Event description:
It was reported that the pump battery would not charge, despite attempts with different wall outlets and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump as a backup therapy, and technical support arranged for a replacement pump to be shipped. The customer was instructed to put the faulty pump into storage mode and return it within 10 days using a pre-paid label, and they acknowledged these steps.